Event description:
The patient came in reporting pain due to a loose tibia and the cause is unknown. At 5 years after the primary surgery, the surgeon revised the tibial tray and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 20 may 2022. Lot 167431: (B)(4) items manufactured and released on 01-mar-2017. Expiration date: 2022-feb-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.